Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h6, and h11. Complaint conclusion: as reported, there was a hard shuttling down the sealant of a 6f/7f mynxgrip vascular closure device (vcd). Once the sealant was shuttled down, the unknown sheath was brought back, but could not advance the white advancer tube. The balloon was then deflated and the entire device was removed. Hemostasis was achieved with manual pressure. There was no reported patient injury. The device will not be returned for evaluation. The reported event of ¿shuttle-shuttle advancement issue¿ and ¿sealant-failure to deploy-advancer tube¿ could not be confirmed as the device and sheath were not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the advancement issue and failure to deploy events reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step and result in incomplete shuttling down of the shuttle. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was a hard shuttling down the sealant of a 6/7f mynxgrip. Once the sealant was shuttled down, the unknown sheath was brought back, but could not advance the white advancer tube. The balloon was then deflated and the entire device was removed. Hemostasis was achieved with manual pressure. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.